Manufacturer narrative:
A ge representative evaluated the system and found the monoblock x-ray tube assembly needed to be replaced. Customer has not authorized repair as they are considering replacing the system.

Event description:
Customer reported the system will not fluoro. No pt injury was reported.